Event description:
Inter scalene block performed for post-op pain management. Upon withdrawal of insulated nerve block needle, an approx 0.5 cm piece of insulation catheter was missing from the needle.